Event description:
It was reported that during the device evaluation, the colonovideoscope had debris in the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation, olympus confirmed debris on the light guide lens. However, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.